Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer called tech support and he was not with the chair, but he states the end user was plugging some kind of switch into the display and it sparked.